Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mst1009 was received for investigation on 6/21/2017 and analyzed on 8/23/2017. Device was found to be in good condition. Evidence of use in a procedure was present on the needle and inside the vacuum tubes. Cutter was in the closed position. The device was connected to a holster for functional evaluation. Upon initialization, tissue was found clogging the cutter. The lateral vacuum line is not functioning. Upon further sampling, lateral line seems to have been unclogged. Due to the discovery of the tissue within the cutter, event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The sales rep reported that probe took one sample and no additional samples were received. Procedure was completed with another device.